Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. Moreover, lot number was not provided by customer. Follow up sent to justify the absence of lot number.

Event description:
(B)(4). The dentist reported that 4 months and 19 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 15n.cm of primary stability was achieved and the patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 19 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 15n.cm of primary stability was achieved and the patient presented bone type iii.